Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm experienced no label or missing label information. The following information was provided by the initial reporter: torn & information not clear. Broken seal & information not clear.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm experienced no label or missing label information. The following information was provided by the initial reporter: torn & information not clear. Broken seal & information not clear.

Manufacturer narrative:
H6: investigation summary: customer returned several images of 0.3ml, 31 gauge, 6mm polybags from lot 0258151. Multiple polybags feature seams that are split open. One polybag features a torn open hole in its surface not associated with any seam. The spot where this tear is partially obscures the ¿6mm¿ label on the front of this polybag. A review of the device history record was completed for batch # 0258151 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of damaged polybags. Based on the images received, bd was able to confirm the customer¿s indicated failure of opened seals. Based on the images received, bd was unable to confirm the customer¿s indicated failure of a printing defect. A surface with labeling information is damaged, but this is not the result of a printing defect. H3 other text : see h10.